Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, the customer changed the tubing to resolve the issue. Additionally, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Customer's blood glucose (bg) was 402mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.